Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the returned device exhibited normal device operation during analysis. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-p was explanted.